Manufacturer narrative:
Manufacturer's investigation conclusion: the reported loss of function to the battery button on the system controller user interface (ui) membrane was confirmed via product testing. The heartmate 3 system controller (serial #: (B)(6)) was returned and a log file was downloaded from the system controller. The downloaded log file spanned approximately 2 days (30jul2020, 08sept2020 per timestamp). Events occurring on 08sept2020 are from testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. The system controller was functionally tested, and it was observed that the battery button on the system controller ui membrane was nonfunctional. The system controller ui membrane was exchanged with a working test ui membrane and the system controller functioned as intended. All visual indicators functioned as intended and a successful self-test was performed. The original ui membrane was opened, and it was observed there was a small indentation in the metal button between the ui and the circuit board. The root cause of the reported event was unable to be conclusively determined; however, the slight indentation in the metal button may have contributed to the reported event. Incidental findings: during the investigation contamination on white power cable connector was observed. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the housing of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the there was a non-functional display and battery button on the primary system controller. The patient's primary system controller was exchanged for the backup controller and a new one was requested.